Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he always experienced difficulty charging the ipg. The last time the ipg was successfully charged was in july of 2016. The ipg is now unable to communicate with both the charger and patient programmer. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified surgical intervention is on hold due to the patient's bmi (body mass index).

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the procedure.